Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead implant procedure, failure to capture, failure to sense and low, out of range, pacing lead impedance were observed when the physician tied down the suture sleeve on the lead. The lead was not used and was replaced. The patient¿s condition was stable.